Manufacturer narrative:
No device evaluation is necessary as the event is related to the procedure

Event description:
It was reported that the patient has an infection at her generator site. Device history records for the lead and generator were reviewed and both devices were confirmed hp sterilized prior to distribution. The infection was not confirmed but the patient was prophylactically prescribed medication when the patient was seen by the surgeon and the infection has cleared.